Manufacturer narrative:
Device evaluation summary: during visual evaluation of the device, an area of siltex cracking was observed on the posterior view. Within the siltex cracking area, a tear measuring approximately 0.8 cm was noted. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment.. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Correction: event description in initial report has incorrect date of explantation. The correct date is (B)(6) 2020. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with mentor smooth round moderate profile 275cc saline breast implants which the left side deflated after implantation. As a result patient had the device removed on (B)(6) 2020.